Manufacturer narrative:
Results: the evaluation included performance testing (accuracy, verification of air/ no food alarm, etc). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). The set that was used with this pump when the malfunction occurred could have contributed to this malfunction, but was not returned for evaluation. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification.

Event description:
Customer states; pump didn't alarm when bag was empty and didn't stop running pumping air into baby. Feeding rate 26ml/hr, dose and 300 mls. Pt injury or medical intervention required: initial report indicated there was an injury or medical interventional required. A f/u with the initial reporter provided the following information; "the mom watches the feeding carefully and there was only a small amount of air pumped into the baby, so no medical intervention was needed. They were instructed by their dietician to watch for clinical signs of discomfort or distress, the family reported no such signs were observed and the baby is doing well."